Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported a site navigation system vertek arm that would no longer hold position properly. No further details regarding the damage, or how it occurred, were provided. The site noted this occurred over time. There was no patient present when this issue was identified.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. As reported, the starburst end of the reference frame arm does not lock down completely when the handle is tightened. The reported event was confirmed to be caused by a mechanical failure mode. The site chose not to replace the arm as they had a backup device.